Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with customer and confirmed that this was a proactive remote alert case. Proactive remote monitoring team reviewed the system log file and confirmed the message ¿level 1 quality assurance test ¿ energy and signal flow 1 frontal failed¿. Generator calibration was required for the system. Onsite service will carry out the calibration on the next maintenance visit. There was no effect on the device because of the issue. So, the system was returned to use in good working order.

Event description:
It has been reported to philips that there was a remote alert in which the frontal had failed on the azurion 7 m12 system. No harm has been reported. If the system fails to produce fluoroscopy while in use, it could potentially lead to patient harm, therefore, this event is being reported out of an abundance of caution.